Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failing chiller pump motor. The device was evaluated upon receipt. Confirmed growling noise emanating from device. The video samples also confirm the issue as growling/grinding can be heard while the device is in use. Replaced chiller pump. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the arctic sun device was making grumbling noise. Per additional information received via email on 29jun2023, that was a bit ago but tech support had them drain some water out of the reservoir which fixed both the grumbling noise and it was inability to cool in the arctic sun device. Based on sample evaluation received on 19dec2023.that was a bit ago but tech support had them drain some water out of the reservoir which fixed both the grumbling noise and it was inability to cool in the arctic sun device.